Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within product specification. X-ray and visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead due to dislodgement. The rv was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.